Event description:
In the surgery the 2 cortical screws were not able to purchase to the pt bone. So the surgeon used locking screw for this surgery, and the procedure was completed with no problem.

Manufacturer narrative:
Device enroute to MFR. Investigation in process.